Event description:
During preparation for an implant of a left ventricular assist device, it was reported by the vad coordinator that the outflow graft was pre-clotted per the hospital's normal procedure; however, once the pump was in place, excessive bleeding was noted to be coming from the outflow graft and the hemoshield graft which had been placed over the outflow graft. The bleeding was reported to have stopped without further intervention.

Manufacturer narrative:
The pt remains on lvad support with no further issues. A piece of the outflow graft was cut off at the time of implant and has been returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when our analysis is completed.